Event description:
New information received states that the patient was admitted to hospital after a vibration alert for normal eri. Upon review of session record, oversensing of noise on the atrial lead was noted. The ams episode shows noise on atrial channel, but also some on the ventricular channel. Atrial and ventricular lead damage was suspected. On (B)(6) 2017, the physician explanted and replaced the device. Before the old device was explanted, pc shock was delivered to test the integrity of the rv ICD lead due to history of low impedances. Insulation damage was noted on the rv lead. The physician elected to repair the lead. Post operation, the device was programmed to rv can. No further information is available at this time.

Manufacturer narrative:
Correction: the event date on the first supplemental report should have been (B)(6) 2017. Field should have been marked as a serious injury. (B)(4).

Event description:
It was reported that the patient presented in the emergency room due to device alarming. Upon interrogation, low pacing lead impedance and low hv lead impedance were noted. Also, atrial lead noise was observed. No intervention has been done as the lead remains implanted and will be monitored. The patient was in stable condition.

Manufacturer narrative:
Should have been (B)(6) rather than blank .should have been female rather than blank.